Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with an implantable neurostimulator (ins) for post traumatic neuralgia. It was reported that the patient had not used her therapy since 2010 because her pain had gotten better. The patient thought that her device just needed to come out at this point. The also had no idea where here recharger or patient programmer were at this point. The patient also thought her stimulation might be coming on by itself. It was not painful and was a very faint stimulation sensation. The issue occurred intermittently and only happened about one to two times a year lasting for about 10 seconds. Then five to 20 minutes would go by and it would start again. This usually went on for about 30 minutes to an hour. The patient was to follow-up with a healthcare professional. The issue began maybe three years prior to (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.